Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray images finds nothing indicative of a product problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: as no other reports of any kind were identified over the past five year it is reasonable there was no error in the manufacturing or material of this product/lot combination that would be a contributing factor in the reported allegations. A manufacturing records evaluation (mre) was not performed. Corrected: g1.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
22 mar 2021. Medical record reviewed. Medical records received were reviewed to identify patient harms/product issues. On (B)(6) 2020, the patient underwent a right hip revision to address osteolysis, elevated metal levels (values not given), early pseudotumor, and limb asymmetry. The surgeon noted synovitis and reactive change in the soft tissue, as well as gray discoloration consistent with metal debris. The trunnion was cleaned with a scratch pad to clear all corrosion. Massive osteolysis was noted around the femur, however, the femur was very well intact and retained along with the cup. The head and liner were revised. There were no indicated intra-operative complications. Task created to update pc.